Event description:
Olympus medical system corp (omsc) was informed that during crushing calculus in the middle of the bile duct with the lithotriptor, the proximal side of the operation pipe broke. The doctor withdrew the endoscope and the sheath from the pt. He connected (B)(4) to the basket wire and attempted to crush calculus but the basket wire broke. Our sales staff received inquiry about this event from the user facility and introduced eswl (extracorporeal shock wave lithotripsy) to them but open surgery was performed and the subject device and the calculus were removed from the pt. The procedure was completed without any trouble. Reportedly, the pt was hospitalized.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the basket wire was broken at the junction with the operation pipe. The outer diameter of the solder part of the operation pipe and the basket wire was within standards. There were no abnormalities found upon investigation of the condition of the solder part of the operation pipe. The distal end of the broken wire was extended and the basket was deformed. As the checking of the mfg record of the same lot, nothing abnormal detected. According to the report from the user facility and the investigation, omsc assumes that the calculus was too hard to crush and it caused the breakage. In addition, the calculus could not be crushed even though (B)(4) was used. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.